Event description:
During an ep lab study on a very obese patient, a defibrillation shock was delivered to a patient. The shock did not convert the patient's rhythm, selected energy adjusted to 360-joules and the device was immediately recharged. The device indicated charge complete, when the shock key was pressed nothing happened. Ep lab staff report the patient had a second device with a second set of defibrillation electrodes attached as they were uncertain if a 360-joule shock would be sufficient to convert the patient. The second device was used to deliver a successful shock to the patient. The reporter stated there were no adverse affects to the patient as a result of device operation.